Manufacturer narrative:
This pump has been requested but has not been received. Should the pump be received a follow-up report will be submitted upon completion of the evaluation or if additional information is provided.

Event description:
The facility reported an infusion pump with "channel did not have air-in-line alarm when checked". This problem was found during biomed testing. The facility representative stated that no patient injury was involved on this pump since the last baxter service event.